Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance. To minimize damage and risk of injury, the following should be done: inspect the instrument case and instruments for damage upon receipt and after each use and cleaning." Examination of returned device found no evidence of product non-conformance. Root cause of the event was most likely attributed to excessive force being applied at removal; however, a conclusive root cause could not be determined.

Event description:
It was reported that during a total knee arthroplasty on (B)(6) 2015, one of the pegs on the patella trial fractured when being removed. The fractured piece did not land in the body and there was no delay in procedure.